Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Event description:
The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. A longevity calculation was performed based on the device's parameters and usage information. It was determined that the device was within its expected longevity. The device was tested using our automated electrical testing system. The device's power consumption was found to be normal and all specifications were met. No anomaly was found.